Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to user error. UDI: (B)(4).

Event description:
It was reported that the motor device had a hole in the hose. During service and evaluation, it was determined that the device had a cut in the hose near the muffler area, missing red indicator from muffler, dented motor housing, worn vanes, motor cylinder and spindle, low rotations per minute, and a loose set screw. It was further determined that the device failed pre-test for hose verification, muffler tube verification, modified set screws and rotational speed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.